Event description:
It was reported that when placing the silicone channel drain to suction, it was collapsing and preventing blood from the chest to pass through. It was stated that the tube presented to be more rigid than usual. The customer currently had two cases at the csc.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when placing the silicone channel drain to suction, it was collapsing and preventing blood from the chest to pass through. It was stated that the tube presented to be more rigid than usual. The customer currently had two cases at the csc.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inspection results (measurement, testing data) not verified by iqa assignee/ error of inspector". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.